Event description:
It was reported that a patient underwent a sling procedure in 2006. One month later, the device was found to be partially exposed. The device was partially removed. There was no further information available.

Manufacturer narrative:
No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.